Manufacturer narrative:
Concomitant products: product ID 399930, serial# (B)(4), implanted: (B)(6) 2004, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 74002, lot # n305357, implanted: (B)(6) 2013, product type adapter; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Event description:
It was reported the patient found syncing with the programmer confusing and often lost connection before making the needed changes. It was noted they learned to make it function. It was reported the patient¿s device was explanted due to infection thirty days after implant. It was reported oral and IV antibiotics were administered. It was noted the patient had swelling, drainage, and incisional wound opening. It was reported the infection was at the extension site. It was noted a culture was taken at the device pocket and extension site. It was reported the culture only showed 3+ white blood cells. It was noted the infection resolved. It was reported the infection was not confirmed. It was reported the patient had complications with the implant.